Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 311 to 430 mg/dl. Troubleshooting found that the drive support cap was normal. The customer was advised to disconnect and reconnect tubing and reservoir and insulin exited the tubing. Troubleshooting found that the cannula was bent and that was most likely the result of the high blood glucose. Customer declined to continue troubleshooting and was assisted with changing the infusion set.